Event description:
A customer reported to beckman coulter inc. (Bci) that the unice dxc 600i synchron access clinical system generated three (3) false low results for sodium. Results were reported out of the lab. Repeat testing generated higher results and patient reports were amended with these higher results. No effect on patient treatment was reported with this event.

Manufacturer narrative:
Sample was serum. No other sample information was provided. Qc prior to the event was within lab-established ranges. Customer runs qc every 2 hours. Bci field service engineer (fse) evaluated the instrument and found no issues. The low recovery may have occurred after the customer performed maintenance twice per week. Customer will run serum samples after maintenance, followed by a recalibration and qc. Performance was verified.